Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils was beyond the expected upper range and variable. It was noted on (B)(6) 2016, the rv and svc coil impedance spiked to 254 ohms; the rv coil impedance was varying between 47-254 ohms and the svc coil impedance was varying between 58-254 ohms. The analyst commented the trend data not available.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance approximately one week after a routine device replacement procedure. The rv coil, superior vena cava (svc) coil and pacing impedance were out of range, along with intermittent changes of impedances with the rv coil. It was noted there was a possible setscrew issue with rv setscrew of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.